Manufacturer narrative:
Hill-rom investigation determined the patient room was offline at the time of the reported event. The appropriate system alerts were present on the system in the room and at the nurse¿s station indicating the room was offline. A review of the log files indicates a nurse was present in the room for 1 1/2 minutes prior to pulling the code blue lever with two additional staff members entering the room prior to pulling the code blue lever. The staff remained in the room at the time the device did not ring remotely at the primary nurse station. Hill-rom requested the return of the room control board for investigation. The user facility declined to release the room control board. Investigation to date indicates the control board for the room as the potential cause of the room dropping off line. If additional information becomes available during our investigation, a follow up report will be filed.

Event description:
Hill-rom received a report from the account stating the code blue lever was pulled but that the call was delayed in ringing at the primary nurse station.